Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a de novo lesion with heavy tortuosity, mild calcification and 95% stenosis in the proximal right coronary artery (rca). Pre-dilatation was performed with multiple balloons; 2.0 x 18 mm, 2.5 x 12 mm, and 2.75 x 8 mm. A 2.75 x 48 mm xience xpedition was advanced and deployed; however, an edge dissection was noted. Another xience xpedtion was used to cover the dissection. No additional information was provided.